Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that a month and a half after the dental implant was placed in ada site 7, a failure occurred. The implant had obtained primary stability and osseointegration and was completely covered in type ii bone. Clinician noted peri-implantitis and mobility. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that a month and a half after the dental implant was placed in ada site 7, a failure occurred. The implant had obtained primary stability and osseointegration and was completely covered in type ii bone. Clinician noted peri-implantitis and mobility. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.